Event description:
It was reported that a perforation and a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a 21mm watchman laa closure device & delivery system (wds) were used. The was was positioned in the laa. The was was deep seated, but well buffered by the pigtail, and the sheath remained in the same position upon removal of the pigtail catheter. When the closure device was deployed, it appeared the feet of the device jumped forward as the shoulders were unsheathed. Angiography revealed a perforation/pericardial effusion noted distal to the feet of the device by contrast leaking into the pericardium in the area of the transverse sinus and posterior cavity. Protamine was immediately administered to reverse heparin. The device was released in the laa after all release criteria was noted to be met. A pericardiocentesis was attempted to treat the pericardial effusion, however, a fluid return could not be seen as there was such a minimal effusion. The effusion was monitored with transesophageal echocardiography (tee) for 30 minutes post procedure and never increased in size. The patient was stable the entire procedure and is expected to fully recover.